Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she was hospitalized with peritonitis. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained (in the hospital) which had growth of gram-negative bacteria (organism not provided). The patient was diagnosed with peritonitis and is receiving antibiotic treatment (details not provided) and remained in the hospital at the time follow-up was performed. The patient¿s nurse could not identify the exact etiology for peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. It was reported the peritonitis may have been associated with patient previous hospitalization (on (B)(6) 2025) for pd catheter (not a fresenius product) malfunction which required pd catheter revision/manipulation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the exact cause of the patient¿s peritonitis cannot be determined at this time. It is well documented that the pd catheter (not a fresenius product) can be a source for infection in many peritonitis events. Therefore, the peritonitis event may have been associated with patient¿s prior pd catheter (not a fresenius product) malfunction which required pd catheter revision/manipulation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she was hospitalized with peritonitis. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained (in the hospital) which had growth of gram-negative bacteria (organism not provided). The patient was diagnosed with peritonitis and is receiving antibiotic treatment (details not provided) and remained in the hospital at the time follow-up was performed. The patient¿s nurse could not identify the exact etiology for peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. It was reported the peritonitis may have been associated with patient previous hospitalization (on (B)(6) 2025) for pd catheter (not a fresenius product) malfunction which required pd catheter revision/manipulation.